Event description:
It was reported by the patient's family that four hours after being discharged from an implant, the patient suffered a perforation of the heart. The patient was bleeding internally and hospitalized. Follow-up was conducted to obtain information on the patient and to indicate if this incident was related to the right atrial (ra) lead or right ventricular (rv) lead, along with what interventions may have been performed, but the attempts were unsuccessful. Records indicate the leads remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).